Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). The reported allegation was confirmed since the console would not turn on during testing due to a failure experienced in the cpu board. After replacement of the cpu board the console operates as expected. The cpu board issue led to the procedure being aborted. The recon cpu was returned and underwent visual inspection. The component was found to be in overall good physical condition. A review of the versapulse powersuite hazard analysis was completed and confirmed that the events of surgical procedure delayed and cancelled/rescheduled - post sedation/sedation unknown were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that, during the procedure, the console could not be activated, and the screen went black after restarting. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The reported allegation was confirmed since the console would not turn on during testing due to a failure experienced in the cpu board. After replacement of the cpu board the console operates as expected. The cpu board issue led to the procedure being aborted.

Event description:
It was reported that, during the procedure, the console could not be activated, and the screen went black after restarting. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that, during the procedure, the console could not be activated, and the screen went black after restarting. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.